Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that there was damage to the insulin pump. Customer was hospitalized due to a high blood glucose event of 429 mg/dl. The customer was treated with insulin. The customer believed that there was pump damage and request the pump replacement. The customer was not able to troubleshoot. No further details given.